Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 73 mg/dl while wearing the pod between 24 and 36 hours. It was also reported that blood glucose levels reached as high of 391 mg/dl. Symptoms reported include feeling dizzy, sweaty, and weak. The patient was diagnosed with tia (transient ischemic attack). The patient was treated with IV (intravenous) glucose and insulin the patient was released the following day. The pod was worn when seeking medical attention.